Event description:
The spo2 sensor was on a pt and measured a saturation value of 100%. The value started to drop and continue to drop until it reached 79% and stayed there. The pts color looked good and was breathing fine.